Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant encroaching on the l5 nerve root.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of leg pain following the procedure. The surgeon determined that the superior implant was encroaching on the l5 nerve root. Two days after the initial procedure, the surgeon removed the encroaching implant. The patient's leg pain symptoms resolved completely following the procedure.